Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event: date of event is 2020. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: additional infrormation was requested and the following was received: was requested and the following was received: could you please provide more details for "stapler jammed"? Stapler began firing sequence and aborted firing ("locked out"). Powered reverse was used and stapler opened. Did the device deliver any staples? No staples were delivered to tissue. Visual examination of the cartridge show initial deployment of staples as the firing sequence, but they are retained in their pockets and unformed. If yes, were the staples formed properly? N/a. If yes, was the staple line complete? N/a. Did the device cut? No. Knife blade did not advance far enough and was stopped as part of the "lockout" response. If yes, was the cut line complete? N/a. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? Jaws were opened after scrub tech helped surgeon with the powered reverse. Rep met with the surgeon to review lockout process, powered reverse, manual reverse and opening procedures.

Event description:
It was reported that during an unknown procedure the surgeon reported that stapler ¿jammed¿ during initial firing and would not complete cycle. One stapler with a blue load. Stapler appears to have been removed without reverse sequence as it was returned closed. Manual reverse does not appear to have been used. Rep used a battery to reverse and open device. Another device was opened and case was completed successfully with no patient incident.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2020. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. 1. Could you please provide more details for "stapler jammed"? Stapler began firing sequence and aborted firing ("locked out"). Powered reverse was used and stapler opened. 2. Did the device deliver any staples? No staples were delivered to tissue. Visual examination of the cartridge show initial deployment of staples as the firing sequence, but they are retained in their pockets and unformed. 3. If yes, were the staples formed properly? N/a. 4. If yes, was the staple line complete? N/a. 5. Did the device cut? No. Knife blade did not advance far enough and was stopped as part of the "lockout" response. 6. If yes, was the cut line complete? N/a. 7. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a. 8. Was there any difficulty opening the device? No. 9. If yes, how was the device removed from the patient? N/a. 10. If yes, did the jaws eventually open? Jaws were opened after scrub tech helped surgeon with the powered reverse. Rep met with the surgeon to review lockout process, powered reverse, manual reverse and opening procedures.